Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to the super capacitor. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to an isolated component failure within the device main circuit board (pcba). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to the super capacitor. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed. The device has signs of improper maintenance and storage based on evidence of insect infestation. The device was deemed beyond repair and returned to the customer unrepaired. Resmed reference #: (B)(4).